Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a clutch/travel error. The event occurred when tunning it on for use. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
UDI one device was received for evaluation. Visual inspection found a cracked top case. There was a check clutch/plunger lever alarm revealed in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.